Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they went for a dental exam and they were informed they hav extensive periodontal disease and was informed not to start/wear the aligners as this will worsen their condition. At check in patient marked true to discomfort, pain, periodontitis.